Manufacturer narrative:
E1: patient country: egypt. Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca . Zip code91325. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on 26 apr 2026. The hyperglycemia was treated by insulin pump.